Event description:
While patient was in intensive care unit blood was noted in the intra-aortic balloon pump helium line, which had been in place for 23 hours, requiring immediate shut off of device. Patient suffered cardiac arrest leading to thrombosis, inadequate perfusion, family decision to place on comfort care, and death.